Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10: concomitants: 998857- 200-04-34 - cemented finned tib. Tra sz 3f/4t. 1548382 -200-03-38 - one peg patella 38mm. 2160732- 230-02-03 - optetrak asy, cr cemented femoral, sz 3,. 9y005- 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 154 months after a left knee replacement procedure, the patient experienced prosthesis wear. No further issues or complications were reported. No additional information is available.